Event description:
It was reported the head of the implants fractured and were removed. Treatment delayed due to the pandemic.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two (2) full osseotiteâ® implant 3.75 x 13mm (fos313) were returned for investigation. Visual evaluation of the as returned product identified the implants head fractured. Implants showed signs of use and wear. Bone tissue and dry blood attached to implants. Device history record (DHR) review was completed for the subject lot number (843545). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (843545) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction did occur and the reported event was confirmed.